Manufacturer narrative:
One device was returned for evaluation. The device was received and the evaluation revealed that the customer¿s complaint that the scope having a muddy image was confirmed. The scope has been used in the field as evidenced by the discolored autoclavable band and the needle was bent which caused the internal lenses to crack. There is no manufacturing related defect. This is considered customer damage. No further investigation required. (B)(4).

Event description:
It was reported that during a hip scope procedure using an a'scope, a'clave, the surgeon complained that he could not see out of it. A backup device was available to complete the case and there were no reported patient injuries or complications.